Event description:
It was reported that, "when the user attempted to fire a staple as a test before use, it jammed and didn't come out from the stapler. Therefore, a new unit was used instead. The same issue occurred to 2 units". A 3rd stapler was able to be used successfully. No patient harm or injury. The patient status is reported as "fine". See associated MDR #3003898360-2023-01451.

Manufacturer narrative:
(B)(4). The reported complaint of misfire, jamming: staples not firing was confirmed based upon the sample received. Visual examination revealed that the first two staples appeared to be misaligned. Upon functional inspection, it appeared that the staple misalignment prevented the remaining staples from moving down the track and firing correctly. Three staples fired properly, and one staple misfired before the stapler jammed entirely. The sample was disassembled. Die casting anomalies on the forming tool and flash in the cover block were discovered. A device history record review was performed on two potential lot numbers, and no relevant findings were identified. An investigation was initiated to further investigate the issue. The investigation identified flash in the cover block as the probable root cause of this issue. Teleflex will continue to monitor and trend on complaints of this nature.

Manufacturer narrative:
Qn#(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that, "when the user attempted to fire a staple as a test before use, it jammed and didn't come out from the stapler. Therefore, a new unit was used instead. The same issue occurred to 2 units". A 3rd stapler was able to be used successfully. No patient harm or injury. The patient status is reported as "fine". See associated MDR #3003898360-2023-01451